Event description:
It was reported that a flo-gard infusion pump presented an occlusion alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A review of the alarm log identified the downstream occlusion alarm. The cause of the condition was determined to be a damaged latch roller. To correct the condition, the latch roller was replaced. The device was serviced device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.